Event description:
It was reported to boston scientific corporation that after the first side of the solyx single incision sling was placed, the implantable anchoring tip would not disengage from the delivery device. The physician removed the device completely and completed the procedure with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿fine.¿

Manufacturer narrative:
Visual evaluation of the returned device found no damage to the delivery device. Functional evaluation found that the knob/tube assembly released from the shaft lock, locked into place when pushed forward, and was able to slide through the knob tube assembly. The device functioned as intended; the investigation was unable to confirm the reported complaint. A device history record review did not identify any manufacturing related issues which might have caused or contributed to the reported event.

Event description:
It was reported to boston scientific corporation that after the first side of the solyx single incision sling was placed, the implantable anchoring tip would not disengage from the delivery device. The physician removed the device completely and completed the procedure with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."